Event description:
Reportedly, the pt was positioned prone on table with his head at the foot end of table for ercp exam. The pt's hands were positioned above his head and flat on table top with palms down. Allegedly, the table top moved longitudinally out of position by itself toward the head end of the table resulting in the need to reposition the table top by the technologist. During repositioning, the technologist did not notice that the pt had moved his hands toward the foot end of the table and reportedly the pt's fingers caught between the bottom of the table top and the barium shield cover resulting in a laceration and fracture of the 4th finger on his left hand. The pt was taken to surgery for displaced fracturer of left 4th finger.